Event description:
The hosp reported during an endoscopic vein harvesting procedure, the tip of the vasoview hemopro was burnt. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection showed evidence of damage on the jaws. The tip of the silicone boot on the cold jaw was missing and not returned. This problem is consistent with the improper insertion of the tool through the cannula. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed pre-cautery test and performed within specifications. Based on the eval results, the reported complaint could not be confirmed, however, it was confirmed for peel and crack; silicone boot. A lot history review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).